Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, the keypad was found to be intact; no damaged was observed. All of the keypad buttons responded properly to button presses. The keypad was removed and no contamination or moisture was found to the button contacts. There was no moisture found behind the display. There was moisture found observed ion the battery compartment and on the battery cap. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad and a bolus button leak. The pump¿s cover as removed and moisture was found to the keypad flex and throughout pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.